Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that cutter was not cutting at an unknown timing. The procedure type and completion details were unknown. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in b.5., h.6 and h.11. Event occurred during surgery and there was no patient impact. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that cutter was not cutting at an unknown timing. The procedure type and completion details were unknown. There was no information about patient impact. Additional information provided that cutter was not cutting during surgery. The procedure was completed after replacing it with another pack. There was no patient impact.